Event description:
It was reported the lead was explanted and replaced due to inappropriate shocks, oversensing, high impedance, and lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported the lead was explanted and replaced due to inappropriate shocks, oversensing, high impedance, and lead fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.